Event description:
During review of programming history, it was noted that this patient's settings were reset to unintended settings on (B) (6)2009. Based on the programming history, the cause of the setting change is an interrupted system diagnostic test on that date. The physician did not perform an interrogation as a last step to check settings as recommended. The patient's settings were not reset to intended settings as the patient had the generator prophylactically replaced shortly after the reset occurred.

Manufacturer narrative:
Analysis of programming history.